Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - ni. Expiration date - ni. Date implanted - 2007. Manufacture date ¿ ni. This report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2016-01505-01507 / 01509-01511). Product location unknown.

Event description:
Patient underwent a left knee revision approximately nine years post-implantation due to pain. The tibial component was removed and replaced. A small bony defect in the posterior tibia at the level of the offset adapter / stem junction was noted during the procedure.